Manufacturer narrative:
Additional information provided in d.11., h.3., and h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A photo was provided of the company iii d cartridge. Viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The tip of the company cartridge is broken at the parting line. The tip is shown beside the cartridge in the photo. It appears the broken cartridge tip is the "plastic piece" that was reported. The cause of the damage to the cartridge cannot be determined from the photo. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece was indicated. It is unknown if a qualified iol and viscoelastic were used. The root cause for the reported issue could not be determined. The company iii (d) cartridge was not returned. Based on review of the provide photo, it appears the broken cartridge tip is the "plastic piece" that was reported. The cause of the damage to the cartridge tip cannot be determined from the photo. Procedures and processes exist within the manufacturing environment that focus on protection of the cartridge tip. The obvious nature of the damage and the extreme pressure needed to create it makes it unlikely that product would have left the manufacturing facility in this condition. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during insertion of intraocular lens (iol) a plastic piece ejected from a cartridge and fell into the patients eye. It was removed during the initial procedure. Additional information was requested.